Event description:
It was reported that, after loosening all 4 screws, the extension did not slip of the lead. When inspecting the extension, it was visible that the most distal screw part was in a 45 degree angle and was blocking the lead from slipping off. After cutting the extension connector in parts, it was finally possible to save the lead without visual damage. After implantation of the devices, impedance measurements were reported as okay. The pt outcome was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As received for analysis, the molded rubber of the distal end of the extension had been cut in pieces. All four setscrew connector blocks had been removed from the molded rubber. The impressions in the molded rubber indicated that the distal end of the extension had been manufactured correctly. None of the rest of the extension was returned. Only one of the four setscrews was returned. This setscrew was able to be completely inserted and removed from each of the connector blocks without difficulty. Per the returned paperwork, this damage was done at explant. The complaint of a twisted connector block could not be confirmed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.